Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-26809, 1627487-2014-26810. The patient has two peripheral leads (off-label). It was reported the patient is not receiving effective stimulation . Reprogramming was unable to resolve the issue. Lead diagnostics revealed low impedances. The patient is also experiencing incisional pain. Follow up information identified x-rays showed the leads have migrated downward and the right lead is pulled back further than the left lead. Surgical intervention is pending to address this issue.